Manufacturer narrative:
The investigation for the positioning issue has been completed. Data logs were reviewed which confirmed fluctuated flow during support but no positioning and suction alarms were triggered. The product was not returned for review. Based on clinical description and data analysis, the root cause of positioning issue was most likely use related. H.6 code 4629 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-16260.

Event description:
The complainant reported that an impella cp was backloaded onto the wire and placed into the left ventricle (lv). Initial fluoroscopy of placement suggested that the pigtail was caught in the mitral apparatus. Upon pulling back on the pigtail, the impella cp was pulled out of position and crossed the aortic valve into the ascending aorta. The impella cp was removed, ran in sterile water, and reinserted, after re-gaining lv access again. Impella cp was turned on in auto, flows 3.0 liters. Percutaneous coronary intervention was completed and impella cp was weaned and removed. The patient tolerated the procedure well and survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.